Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb charging port was intermittently not charging pump battery. Multiple usb cables were used. After adjusting the cable, battery was charged. Customer's blood glucose was not impacted.